Manufacturer narrative:
This pi has originally covered an adverse event of upper gastrointestinal bleeding which required red-blood cell transfusion identified in the article titled ¿contact-force guided radiofrequency vs. Second-generation balloon cryotherapy for pulmonary vein isolation in patients with paroxysmal atrial fibrillation-a prospective evaluation¿ (pmid:(B)(6)). The same authors published an additional article referring the same clinical study and patient pool (¿comparison between radiofrequency with contact force-sensing and second-generation cryoballoon for paroxysmal atrial fibrillation catheter ablation: a multicentre european evaluation¿ (pmid: (B)(6)). New information that the patient developed esophageal ulcer with digestive bleeding was identified. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. The awareness date for this information was 5/21/2015. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
This complaint is from literature source. It was reported that after cardiac ablation procedure that one patient upper gastrointestinal bleeding which required red-blood cell transfusion. The outcome of the patient is unknown. There is no claim of product malfunction. Title: ¿contact-force guided radiofrequency vs. Second generation balloon cryotherapy for pulmonary vein isolation in patients with paroxysmal atrial fibrillation¿a prospective evaluation¿. The objective of this study was to compare the safety and efficacy (procedural and 12 months) of contact force (cf) technology with second generation cryoballoon therapy (cb) in the setting of paroxysmal af catheter ablation. The study for smarttouch group was conducted between march 2011 to june 2012. From this study another patient had major hematoma. However it¿s unknown whether the patient required surgical or medical intervention or prolong hospitalization. Suspected device is thermocool smarttouch. However catalog number and lot number are unknown. Other bwi devices were used during the procedure. Lasso and carto 3 mapping system.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under 510(k) p030031/ PMA # s053. The product is not available, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant bwi products: product: lasso catheter: us catalog # unknown, lot # unknown; product: carto 3 mapping system: us catalog # unknown, serial # unknown. Pending information on the following fields from section under "contact last name: (B)(6)/ first name: (B)(6)" fields: (B)(6). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).